Event description:
It was reported that the patient faced infusions set fell off on (B)(6) 2026 due to tape not sticking.

Manufacturer narrative:
Initial 1 of 2.based on the available information, this event is deemed to be a reportable malfunctionrequest was performed for additional information including lot number; however, lot number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site: 3003442380